Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the stapler jammed on the second reload resulting in a partial staple line. Another staple line was applied to resolve the issue. Additional information has been requested but not yet provided.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of sulu. Visual examination of the staple cartridge noted that the loading unit was partially applied to the 4cm cut line. The knife blade was retracted and the sulu had been reset prior to arrival at the pmv laboratory. Functionally, the sulu was reset and reloaded into the instrument. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the remaining staple line was properly formed. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.